Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's issue was uncomfortable ipg site.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.